Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of bent cannula on (B)(6) 2025. The site was patient's abdomen and infusion set was used for one day. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.